Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during daily check, cardiosave intra-aortic balloon pump (iabp) had charging issue. One of the batteries of the unit did not charge and was dead but it was plugged in. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 , e1 ( initial reporter ). A getinge field service engineer (fse) was dispatched and confirmed during evaluation that the issue was present; the battery showed a full charge in system diagnostics, but only one led illuminated. The fse replaced the battery (0146-00-0097) and verified that it was charging correctly. A follow-up visit will be required to confirm that the replacement fully resolves the issue. A full cardiosave calibration was completed, and the unit passed all functional and safety tests per manufacturer specifications. The repair was completed successfully, and the product met all operational and safety requirements. The unit was released back to the customer for clinical use.